Manufacturer narrative:
The system was examined and the reported ¿touchscreen issue¿ was confirmed and found to be out of calibration. The company representative recalibrated the touchscreen and it functioned properly. The reported ¿system settings changing on its own¿ could not be replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 20, 2011. Based on qa assessment, the product met specifications at the time of release. The reported ¿touchscreen issue¿ was confirmed and found to be out of calibration. However, it is inconclusive how it became out of calibration. Based on the information obtained, the root cause of the reported ¿system settings changing on its own¿ cannot be determined conclusively (B)(4).

Event description:
A customer reported the system changing settings on its own and the touchscreen was not working before a procedure. Additional information has been requested.